Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a ureteral hard stone extraction procedure performed on (B)(6) 2016. According to complainant, during introduction of the device , the sheath split at the distal end. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned device found that the basket was in the opened/extended position when received. Basket wires were found slightly bent. The sheath was torn at the distal section. The evaluation revealed that the sheath was cut at the distal section. Moreover, the basket wires were found slightly bent. Most likely that during the procedure the device could have been manipulated. Issues could have been generated due to the interaction with the scope, interacting with other devices or due to manipulation. Therefore, the most probable root cause assigned to the complaint is ¿operational context". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a segura hemisphere¿ basket was used during a ureteral hard stone extraction procedure performed on (B)(6) 2016. According to complainant, during introduction of the device , the sheath split at the distal end. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.